Manufacturer narrative:
Investigation summary: two photos and one sample were received by our quality team for evaluation. After visual inspection, the barrel was observed to be damaged. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of the cracked barrel could be due to the air jet at the auto-reject station is out of position, which resulted to the part poor throw out. At the syringe assembly process, there is a rotary main assembly dial. During the transfer of the syringe product to the exerciser dial, the syringe may tilt and hit against the dial side guide and cause the part to be trapped / jammed. When there is a product trapped / jammed at the side guide, it leads to the subsequent syringe to rub against the jammed product and causes damage on the barrel body. However, if the air jet, located at the auto-reject station which used to blow off the part from dial pocket, is out of position, it will lead to poor part throw out and flow to the subsequent process. An air jet bracket has been fabricated and installed at the auto reject station to secure the air jet in position, after this batch was manufactured. Communication with the production technicians to raise awareness on the reported defect will occur. This incident has been added to our database of reported incidents.

Event description:
It was reported when using the bd syringes 3ml ll the product was damaged/deformed. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: there were "defective syringes."